Event description:
Following placement of the amplatzer septal occluder (aso), the patient developed 3rd degree heart block. The aso was removed and the patient was referred for surgical closure. The patient had 2nd degree type ii av block 6 hours post procedure.although, the device was retrieved percutaneously during the same procedure, the heart block remained and therefore, we will report this event to the FDA.